Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported the culture results were positive for a fungal infection. The patient has been on a new dose of medications for two days.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The device does not come in contact with the patient's eye, therefore, the possibility of an infection caused by the device can be out ruled. The reported issue is not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with inflammation, possibly infectious centrally in the left eye thirteen days post photo refractive keratectomy (prk). The left eye had a white spot on the cornea. The patient noted photophobia, pain, discomfort, decrease in vision, and blur. Topical steroid dosage was increased. Additional information has been requested.